Event description:
This ra lead was implanted on (B)(6) 2014, and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018, stating that there was some mode switches. And noise that was detected on the ra channel. The ra sensitivity was already at 0.15 mv, due to undersensed afib. Patient claims no symptoms or issues. Capture thresholds and impedances were stable. And the following physician was dr. (B)(6) and the implanting facility was at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).